Event description:
It was reported to philips that x-ray delay due to image processing malfunction on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected cables and recreated the image database. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).